Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, branch retinal artery occlusion (retinal artery occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: lee, k., kim, g., & sa, h. (2021). The clinical spectrum of periorbital vascular complications after facial injection. Journal of cosmetic dermatology, doi:10.1111/jocd.14019.

Event description:
This MDR is related to MDR 3013840437-2021-00076 referring to the same patient. This is a literature report from a single-center retrospective study aimed to categorize vascular complications according to clinical manifestations, and describe the prognosis of each category, after facial injection of cosmetic filler or local anesthetic. This literature report from korea concerns a (B)(6) female patient. The patient was injected with hyaluronic acid, into the nasal dorsum (intentional device misuse). The patient had no underlying diseases with cardiovascular risk factors, such as hypertension, diabetes, or hyperlipidemia. Two days after the treatment with hyaluronic acid, the patient experienced a purpura. The patients initial best-corrected visual acuity was 20/30. The patient underwent an ophthalmic, orbital, and brain imaging. The patient was diagnosed with a branch retinal artery occlusion. The patient was under observation. As reported, purpura gradually resolved within 3 months. At a 54 months follow-up, the patients final best-corrected visual acuity was 20/20. As reported, the patients sequelae included a visual field defect. Due to the provided information, the outcome of the event branch retinal artery occlusion was considered as resolved with sequelae. The outcome of the event visual field defect was unknown. In the opinion of the authors, visual impairment was not associated with the severity or extent of purpura or blistering, which were the most common complications. Instead, visual impairment depended on whether the retinal arteries were affected or not. Additionally, the authors found that poor initial vision was caused by occlusion of macula-supplying retinal artery, and it was associated with a poor visual prognosis despite treatment. Skin lesions, such as purpura or blistering, blepharoptosis and ophthalmoplegia had the possibility to completely resolve with conservative care within 3 months in most cases. Intraocular pressure lowering treatment had the possibility to be effective in restoring vision if performed immediately after vascular occlusion.